Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device are defective and she has to press the buttons multiple times for the infusion device to respond. This first began 2 weeks ago with the down button and now the up button does not function correctly. Pt noticed this when the display did not change and the infusion device did not beep after the buttons were pressed. The buttons do pop up after they are pressed. Pt has used this infusion device since 2007 and boluses 4-6 times per day. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.